Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008t hemodialysis machine had a burnt wire on the heater rod (blue wire), and the terminal block was burnt. The biomed stated there were thunderstorms in the area which may have contributed to or caused the issue. Ts advised the biomed to replace the heater rod and distribution board. No further details were provided in the initial reporting. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: b5, d9, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional details were provided upon follow-up. The machine was not in use when the thermal damage was identified; the machine was off. The reported issue was discovered during the annual preventive maintenance (pm) check. There were no alarms. No burning smell or arcing was noted, and there were no signs of any smoke, sparks, or flames. The blue wire outside of the plastic melted, and the metal tip was burnt. Photos of the damaged components were provided. The damaged parts were the original fresenius parts on the machine. The machine had 7,250 operating hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed fixed the machine by replacing the heater rod and distribution board. The machine has been returned to service. The damaged parts were confirmed to be available to be returned for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the reported complaint was able to be confirmed based on the provided photos. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
Additional details were provided upon follow-up. The machine was not in use when the thermal damage was identified; the machine was off. The reported issue was discovered during the annual preventive maintenance (pm) check. There were no alarms. No burning smell or arcing was noted, and there were no signs of any smoke, sparks, or flames. The blue wire outside of the plastic melted, and the metal tip was burnt. Photos of the damaged components were provided. The damaged parts were the original fresenius parts on the machine. The machine had 7,250 operating hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed fixed the machine by replacing the heater rod and distribution board. The machine has been returned to service. The damaged parts were confirmed to be available to be returned for evaluation.